Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the left ventricular (lv) lead exhibited intermittent loss of capture. Boston scientific technical services (ts) reviewed an electrogram and noted possible intermittent loss of capture. The medical personnel noted that the lv threshold measured 3.0 volts and the output was also programmed to 3.0 volts. Ts discussed that there may not be enough margin for capture. The medical personnel stated that they were able to reproduce the loss of capture during the in office visit. The patient also stated that previously they had experienced muscle stimulation, which was noted to possibly be why the lv lead and cardiac resynchronization therapy defibrillator (crt-d) were programmed with the lv output at the same value as the threshold measurement. The medical personnel planned to reprogram the crt-d and lv lead to a different vector. The products remain in service and no adverse patient effects were reported.